Manufacturer narrative:
No samples or photos were sent by the customer not being possible perform an investigation or determine the root cause for the occurrence. DHR, maintenance record and quality notification records were analyzed. The manufacturing process are validated with defined acceptance criteria. From the available information it is not possible confirm the complaint.

Event description:
It was reported with the use of the bd plastipak luer-lok syringe there was an issue with barrel damaged. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ luer-lok¿ syringe there was an issue with barrel damaged. There was no report of injury or medical intervention.